Event description:
It was reported that the case was a little opened. It appears that the tyvek lid was opened at the corner. There were no patient complications reported. Follow up confirmed that at first the tyvek lid was a little open, but the condition of the tyvek was checked and it was peeled back.

Manufacturer narrative:
One vantex catheter was received in a partially opened tray. A visual examination was performed and there were two corners of the tray found to be partially peeled open. Further examination found what appeared to be good adhesive transfer between the tray and tyvek over the complete open seal areas. There is no visible damage to the tray. Although the reported nonconformance was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. A device history record review was completed and documented that the device met specification upon distribution.